Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter shaft is confirmed and was determined to be a use-related event. One 4 fr s/l groshong nxt clearvue catheter attached to its two-piece connector was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. The catheter appeared broken at an angle at the 40 cm depth marker. A tactile evaluation of the returned catheter revealed tensile weakness throughout the catheter shaft. A microscopic observation revealed the break site to be at a diagonal angle. The fracture surface appeared granular and flat on one side of the break, and the fracture surface appeared jagged and uneven on the other side of the break site. The break site appeared partially flattened. The complaint of a break in the catheter shaft is confirmed and was determined to be caused during use of the product. The root cause of failure is likely contributed by a combination of tensile or pulling forces along with some constriction of the catheter shaft at the break site. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that due to the patient's pronounced symptoms of intracranial hypertension, frequent vomiting, poor appetite, and the need for subsequent radiotherapy, chemotherapy, and supplemental intravenous nutrition, a PICC line was medically indicated. On (B)(6) 2025, a nurse from the radiotherapy department was invited to place the catheter under ultrasound guidance, and the procedure was completed successfully. On (B)(6), while the assigned nurse was changing the dressing, the catheter suddenly fractured without the use of excessive force when removing the adhesive tape securing it. The nurse immediately clamped the exposed 1 cm segment and pulled out an additional 3 cm to prevent the catheter from retracting into the body. Examination of the fractured stump revealed no obvious shear marks, and the fracture surface was irregular. The IV therapy nurse disinfected the site, trimmed the catheter, and reinserted it. Subsequent imaging revealed the catheter tip had migrated out of the superior vena cava. This necessitates reinsertion during future chemotherapy sessions, increasing the patient's discomfort.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.